Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rx stent system was used to treat a benign anastomosis stenosis during a procedure performed on (B)(6) 2025. During procedure, while removing the catheter after the stent placement, the distal part of the inner catheter was stuck in the stenosis area. The catheter was attempted to be pulled back, but the inner part got torn and still stuck; therefore, a grasping forceps was used to remove. The procedure was completed with the original device. There were no patient complications reported as a result of this event. Note: according to the complainant, the walflex biliary stent was implanted to treat benign anastomosis stenosis. However, per the wallflex biliary rx fully covered stent system directions for use (dfu), the stent indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures.

Manufacturer narrative:
Block e1: initial reporter phone number is (B)(6); reported here as it exceeded the character limit of the designated field. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf impact code f2301 captures the reportable event of a grasping forceps was used to remove the torn inner part of the device.